Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported a month after the dental implants was installed in intraoral region #9 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type iii) and bone graft was executed. The implant was carried out immediately.